Manufacturer narrative:
The serial number of the device was requested but was not provided; therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. Approximate age of device: 7 days. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was placed on right ventricular assist device (rvad) centrimag protek duo support on (B)(6) 2018. The patient was given heparin infusion and aspirin. On (B)(6) 2018, the patient¿s lactate dehydrogenase (ldh) was 1209 u/l. Elevated power and flows were observed. Log file analysis completed by the manufacturer¿s technical services representative revealed some power elevations and pi events begin occurring after the pump speed was increased. Additional information was requested, but was not provided.

Manufacturer narrative:
A direct relationship between the device and the reported events could not be determined. The reported elevated power and flows were confirmed via the submitted log file. The submitted log file showed 189 low flow hazard alarms captured on (B)(6) 2018 and (B)(6) 2018 when the fixed speed was lower than the low speed limit. The events occurred when the estimated flow was below the low flow threshold of 2.5 lpm. There were also 20 pi events captured throughout the remainder of the log file. There were also several elevations in power (up to 8.5 w) and flow (up to 11.3 lpm), all of these elevations occurred during pi events. The data logger was active for the final 27 lines of data. The log file appeared to show the pump operating as expected. The patient remains ongoing on vad support. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The device history records could not be reviewed because the serial number was not provided. No further information was provided. The manufacturer is closing the file on this event.